Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive and batteries were replaced. The software was reloaded on the systems. The system is operating as intended.

Event description:
The customer reported that the 9800 system was missing images and cine runs. No pt injury was reported.